Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. Cultures of the sys were taken; no bacterial growth was identified. The fse found unspecified build-up around the chloride electrode and some seepage of glue around other electrodes. The flow cell was cleaned. The customer replaced the sodium electrode and implemented an optional twice-weekly cleaning procedure; no further reports were noted. This is one of two medwatch reports being submitted as the customer reported multiple events associated with this single malfunction. Reference the below MDR numbers for all associated events. MDR #2050012-2011-03872, 03873. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneous sodium results were generated by the unicel dxc 600i synchron access clinical sys. The erroneous results were reported out of the lab. The sample was retested on the facility's back-up sys and yielded results within expectation. The results were corrected and an amended report issued. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.